Manufacturer narrative:
The device has not been returned to olympus for eval. Review of the complaint system found no previous report of this matter from the facility. However, olympus will continue to work with the user facility to obtain additional info regarding this event. This report will be updated within 30 days.

Event description:
Olympus received a letter from FDA on 12/04/2007 in regards to a report that was submitted by the user facility through FDA's medical device adverse event reporting program stating, "pt to surgery for retroperitoneal fibrosis and bilateral hydroneprosis. During hand assisted bilateral ureterolysis titanium tip of sonosurg noted to be broken." The user facility was contacted several times via telephone and letter for additional info, but no additional info has been rec'd to date.